Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported stent dislodgement appears to be related to the operational context of the procedure. It should be noted that the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use states: prepare an inflation device / syringe with diluted contrast medium. Attach an inflation device / syringe to the stopcock; attach it to the inflation port. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the a 3.50x28mm xience sierra stent delivery system (sds) was prepped while inside the coil, when the sds was removed from the coil; the stent dislodged from the balloon. The device was not used. There was no patient involvement and no clinically significant delay in the procedure. An unspecified sds was used to complete the procedure. No additional information was provided.